Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with intermittent buttons due to flattened esc dome switch. No button error alarms noted during testing. The sensor featured working properly. No unexpected high predicted alarms noted during testing. No traces of moisture noted at electronic, motor or keypad assemblies per visual inspection. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the esc button was unresponsive. The customer reported that they received a no delivery alarm as well. The customer's blood glucose was 365 mg/dl at the time of incident. The customer stated that they treated the blood glucose with the insulin pump. The customer reported that the no delivery alarm was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.